Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Operating system is unknown. The model number provided is for ios operating system. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the freestyle librelink application. Customer reported that they are experiencing unspecified problems with the new application. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of dizziness, requiring treatment of sugar lube v.o. Administered by their husband. There was no report of death or permanent impairment associated with this event.

Event description:
An unspecified issue was reported with the freestyle librelink application. Customer reported that they are experiencing unspecified problems with the new application. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of dizziness, requiring treatment of sugar lube v.o. Administered by their husband. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and a valid serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the librelink app did not meet specification. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.